Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, late stent malapposition occurred. A taxus express2 drug eluting stent was placed in the left anterior descending artery in 2007. Approx 9 months later, the pt presented with unstable angina. "Tests were run and it appears that the vessel is growing away from the stent." It is felt that it is not an aneurysm and there was no issue noted with the stent. The pt was instructed to remain on plavix and plan to do a follow-up angiogram in a year. No further info was available at the time of the report.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.